Event description:
Additional information was received that a revision procedure was performed, the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
The reported events of insulation damage and oversensing noise were confirmed. As received, a complete lead was returned in one piece. Electrical testing found an internal short between the right ventricle and ring electrode cables. Destructive analysis found an internal insulation abrasion breaching the ring electrode cable lumen with one abraded ring electrode cable coating underneath the right ventricular shock coil. The cause of the reported events was isolated to the internal insulation abrasion.

Event description:
During a remote follow-up, noise resulting in oversensing episodes were observed on the right ventricular (rv) lead. Lead insulation damage was suspected. Diagnostic imaging was performed and revealed no anomalies. A revision procedure is anticipated. The patient is stable with no consequences.